Manufacturer narrative:
Lot# 133907. Visual inspection, device history review, complaint history review, risk assessment. The customer reported event was confirmed via visual insp. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. The most likely cause of the reported event was determined to be related to (1) overloading from the user's cantilever force on the tip of the instrument based on the asymmetric damage; (2) normal wear and high frequency usage - the product age of 3+years and sign of wear.

Event description:
It was reported that; during surgery, the tip of the 2 drivers broke when the surgeon used them to fasten the 20mm cross connector. Finally, the surgeon did not used the connector.

Event description:
It was reported that; during surgery, the tip of the 2 drivers broke when the surgeon used them to fasten the 20mm cross connector. Finally, the surgeon did not used the connector.